Manufacturer narrative:
Medical device: addrs1 ipg implant: (B)(6) 2011.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited intermittent atrial oversensing. The lead remains in use. No patient complications have been reported as a result of this event.